Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was inserted and removed intraoperatively due to pt anatomy issue (inadequate supporting structure). Another model lens was implanted and pt's prognosis is good. Additional info has been requested.